Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 28, 2026 senseonics was made aware of a sensor, which had been implanted in the patient's left arm, fractured into two pieces the distal cap and the remaining body while being removed using the standard clamp provided in the kit. The removal procedure lasted approximately 12 minutes, and all pieces of the sensor were successfully retrieved and retained for return and investigation. The patient was contacted afterward and reported feeling fine, with no adverse effects. A replacement sensor was successfully implanted, and the user is currently using the updated system. The broken sensor was requested to be returned to senseonics for investigation.